Event description:
"It was reported that when the package was opened, it was discoloured."

Manufacturer narrative:
Additional info has been requested, and if available, it will be submitted in a supplemental report.